Manufacturer narrative:
(B)(4).

Event description:
The loaner device was previously returned to pentax medical from a customer on 04-sep-2020 and inspection of the unit was performed under service order (B)(4) where the quality control inspector documented the following codes on 14-oct-2020: distal cap - fixed type failed epoxy seal integrity inspection, leak at insertion tube underneath the rootbrace, right/ left brake knob markings faded, ccd circuit board wrong model/serial number information, distal tip annual maintenance, failed dry leak test, customer complaint not stated, segment screw disconnect at insertion tube, insertion tube root brace cracked, failed wet leak test, fluid invasion not observed in control body, fluid invasion not observed in pve connector, hole in # 2 remote control button cover, rubber trim collar nut separate from rubber. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with the following parts, and returned to the user upon completion: bending rubber, distal case/cap, root brace rubber, rubber trim collar, remote control button, operation channel. Pentax model ed-3490tk, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service on (B)(6) 2011. The video duodenoscope is awaiting repair and approved by final qc as of 03-nov-2020.